Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was sick for a week and she cannot read the insulin pump screen. Customer's blood glucose was 517 mg/dl. Customer has been experiencing high blood glucose all day but was not sure if she gave herself insulin. Customer will be seeing a health care professional tomorrow. Customer reported that her high blood glucose was not related to the insulin pump. Customer was assisted with rewinding the pump.